Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction of "unable to discharge" was not replicated or confirmed. It was confirmed that the cause of the malfunction was due to the multi-function cable not being shorted to the device test port when the end user attempted to discharge. When the multi-function cable was properly shorted, the device was not set to 30 joules. The multi-function must be properly shorted to the test port on the device and set to 30 joules to perform a self-test. This malfunction has been attributed to end user error. The reported malfunction of "failed self-test" was observed but not duplicated. The device was put through extensive testing without duplicating the malfunction. The device's bridge board and a flex cable were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.